Event description:
It was reported that the patient experienced an infection and underwent an implantable pulse generator (ipg) explant procedure. No further information was able to be obtained regarding the event or device location despite good faith efforts.

Event description:
It was reported that the patient experienced an infection and underwent an implantable pulse generator (ipg) explant procedure. No further information was able to be obtained regarding the event or device location, despite good faith efforts. Additional information was received that the lead extensions were explanted with the deep brain stimulation (dbs) ipg. Antibiotics were administered, however, they were not helpful. The patient then underwent a second procedure a couple weeks later where the dbs leads were also removed. The patient was doing well postoperatively. The cause of the infection is unknown. The devices were retained by the medical facility.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: dbs-extension. Upn: m365nm3138550. Model: nm-3138-55. Serial: (B)(6). Lot: 7100513. Product family: dbs-extension. Upn: m365nm3138550. Model: nm-3138-55. Serial: (B)(6). Lot: 7099511. Product family: dbs-linear leads. Upn: m365db2202450. Model: db-2202-45. Serial: (B)(6). Lot: 7082854. Product family: dbs-linear leads. Upn: m365db2202450. Model: db-2202-45. Serial: (B)(6). Lot: 7085714.